Manufacturer narrative:
The device was in use for treatment. The device was in service for approximately 7 months before being explanted, abandoned / capped on (B)(6) 2000. Based upon the implant date of this lead (1999), the device history record for this lead model is beyond oscor's record retention period. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are documented in the work order. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. A review of the permanent pacing lead final inspection procedure for this device indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring, measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and orings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. Infection is listed in the instructions for use (IFU) as an adverse event that may require surgical removal of the lead. The IFU lists general warnings: active-fixation endocardial leads. Passed transvenously. Present the possibility of inadvertently engaging the lead tip with intracardiac structures, such as the tricuspid valve leaflets or chordae tendineae. Lateral lead-tip placement in the atrium or perforation of the ventricular or lateral atrial wall may cause phrenic nerve stimulation. Perforation of the ventricle may also cause diaphragmatic muscle stimulation. Cardiac tamponade has been reported from instances of lead perforation. As with the introduction of any foreign object into the body, various forms of infection can also result from the use of endocardial or epicardial leads. Infection is listed in the instructions for use (IFU) as an adverse event that may require surgical removal of the lead. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor.

Event description:
It was reported that the patient has some health concerns i.e. Infections in which they wanted to hold off on device changeout. The rep wanted to know if we could give any more detail about how much battery is remaining. According to the lat con transmission from (B)(6) 2021 explant indicator reached on (B)(6) 2021. 90 day timer until bcd which will trip anytime now. When bcd is reached therapy can no longer be guaranteed. Device needs to be replaced. Ts discussed bcd parameters. The rep will discuss with md. Normal battery depletion but evented the call due to mention on infection and the possibility of device reaching bcd. The patient, a (B)(6) male had an infection and was hospitalized and treated with intravenous antibiotics; therefore, the lead was surgically capped on (B)(6) 2000.